Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that in.pact admiral along with 7fr non-medtronic sheath and .35 non-medtronic guidewire during treatment of calcified lesion in patients right mid superficial femoral artery. Artery diameter reported as 6mm.lesion exhibited 60% stenosis. The device was inflated with non-medtronic inflation device with 50/50 contrast fluid. The instruction for use were followed during preparation, procedure, post-procedure. It was reported that a balloon burst occured at 11 atm during first inflation. Device was safely removed from patient. The vessel was ballooned with similar size regular balloon before that to prepare the vessel for dcb without problems before using a dcb. No patient injury reported.